Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D10 ¿ product received on: 07nov2019. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, as well as a visual inspection and dimensional verification, were conducted during the investigation. The complaint device was returned in a used and damaged condition. The rmt needle-catheter assembly (comprising of an rm needle and a trt catheter) was partially inserted through the 10.0fr kcfw sheath. Approximately 15cm of elongated coils were exiting the check-flo valve of the sheath and wrapped around the rmt. The coils were easily removed. The coils appeared to be pulled out from the proximal 6cm of the sheath tubing. Four kinks in the sheath were noted. A borescope was introduced through the distal end of the sheath and no issues with the liner were noted until 6.0cm from the hub where a mass of coil, inner liner of the sheath, and biological matter was present. The borescope could not be advanced past this mass. The hub was dissembled to view the coil proximal to this mass. The coil was very elongated and entangled with dried biological matter and shredded sheath inner liner. The inner liner did not appear to delaminate in full, but instead shredded off in pieces. There were no sharp edges at the trt catheter¿s distal tip, though it was slightly out of round and exhibited some grayness on the surface. There are also some small scratches on the surface, potentially from contact with the coil. The rm needle was slightly bent along the shaft. All relevant undamaged dimensions such as catheter outer diameter and sheath inner diameter were measured within specification. Additionally, a document based investigation evaluation was performed. Sufficient controls are in place to detect this failure mode prior to release. The risks of this device are acceptable when weighed against the benefits. The device is shipped with instruction for use (IFU) which notes: precautions: "this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths, angiographic catheters and wire guide should be employed. Manipulation of products requires fluoroscopic guidance. Before introduction and periodically during the procedure, the transjugular introducer sheath should be flushed with saline." How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." A review of the device history record (DHR) showed no nonconformances. A database search revealed no other complaints under this lot number at the time of this investigation. Since there are no related nonconformances or other complaints from this lot, there is no evidence that nonconforming product exists in house or in the field. The device was returned used and damaged, with the sheath¿s coil wrapped around the distal end of the rmt needle-catheter assembly. It is possible that the rmt exposed and/or caught on the coil when manipulated through the sheath, but this cannot be confirmed without procedural imaging. Additionally, each sheath is inspected for delamination and exposed coil, and no nonconformances or other complaints were noted from this lot so a manufacturing cause of failure is not suspected. There are some scratches on the surface of the rmt, but these were likely caused during the removal since no difficulty was reported advancing the rmt. Based on the information provided, the examination of returned product and the results of the investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: k171820. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a male patient required a rosch-uchida transjugular liver access set for a transjugular intrahepatic portosystemic shunt procedure. During the procedure, the operator felt resistance when withdrawing the catheter from the check-flo introducer sheath. The operator "found a heliciform mental wire was dragged out together". A photo provided by the customer showed the kcfw sheath unraveled. The operator replaced the device with a new, similar device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.